Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately post implantation a portion of the optic edge had broken off necessitating lens explantation and implantation of a replacement lens. The healthcare facility in their communication with rayner states "the lens was replaced with another lens but during this process, there was an anterior capsule tear, zonular dehiscence and iris trauma". The injector associated with the event was discarded by the healthcare facility. A photograph of the lens immediately post implantation was provided to rayner for review. From a review of the photograph we have determined that the damage is most consistent with the optic getting trapped on closure of the cartridge/flaps. The healthcare facility reported that the injector felt stiff at the beginning of injection which further supports our theory of the optic edge getting trapped on closure of the cartridge/flaps. The mechanism by which the lens has got trapped has not been established at the time of this report. The "use of rayone" section of the IFU "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; stop and discard the injector and lens". Rayner is following up with the healthcare facility to obtain additional information to facilitate further investigation of the event. Rayner has queried whether the iol associated with the event can be returned for evaluation or if it was also discarded.

Event description:
On (B)(6) 2021, rayner intraocular lenses limited received notification from a (B)(6) healthcare facility of an event that occurred during use of a rayone aspheric rao600c. The event description provided states "during intraocular lens insertion, the lens was noted to have a chipped edge once injected into the eye...the lens was replaced with another lens but during this process, there was an anterior capsule tear, zonular dehiscence and iris trauma".